Event description:
Instrument cable spring broke during case. Additionally, account stated retractor broke while the physician was doing a laparoscopic nissen fundoplication. The retractor was being used to retract the liver when it broke. The retractor was taken out and none of the sections seperated from it. Account stated they did not have another retractor to use so a grasper was used to hold back the liver until completion of the case. The case was completed without further incident.

Manufacturer narrative:
The broken retractor was returned for investigation. Visual examination noted that the cable was broken on one side. The other side showed evidence of fraying. Root cause for this condition can be attributed to mechanical overstress. Most likely, the device was over-tightened breaking the cable while the user continued to tighten the cable and ultimately causing the tension screw to disengage. This evaluation is supported by part of the cable being removed from the proximal end of the handle. No issues found with the reported lot during device history review. No trend has been detected for this issue.